Event description:
According to the reporter, during a gastrectomy, the customer noticed that the thread broke at the beginning of the suture loop. A new device was used in order to complete the case. There was no patient information provided regarding the event. No additional information was provided.